Manufacturer narrative:
This patient received left tmj implants in (B)(6) 2007. Over time, the patient developed severe arthritis of the left tmj with chronic pain. A CT of the patient's anatomy was taken, and it showed that the right tmj had developed heterotopic bone growth and that while the left tmj implants looked in acceptable positioning, the patient's coronoid process was present on the left side and the surgeon wanted to perform a coronoidectomy. The surgeon elected to revise the devices instead of repositioning the left devices to compensate for the malocclusion. On (B)(6) 2019, the surgeon debrided scar tissue and replaced the left tmj devices.

Event description:
The patient's left tmj devices were removed and replaced with revision components due to malocclusion.